Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a (B)(6) man with a fractured left femur had surgery with lfn nail on (B)(6) 2013. The surgeon experienced a problem with the locking screw and discovered that the nail had rotated and the tip on the handle was broken. Another handle was used and the procedure was completed. This is report 1 of 1 for complaint # (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation has shown that the nose on the handle is completely flattened but not broken. The review of the production history revealed that this instrument was manufactured in september 2010 according to the specifications. No abnormal findings were identified. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances and the complaint condition is likely the result of normal wear and tear in combination with the mentioned torsional forces which caused this deformation. No product fault could be detected. This instrument was manufactured according to the specifications. This complaint is indeterminate. Placeholder.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.